Event description:
It was reported to philips that the customer requested a replacement of the display. The customer requested that a philips field service engineer (fse) be dispatched to the customer site. Upon evaluation of the device, the reported issue was confirmed and the cause was traced to a faulty display. Based on the conclusion of the evaluation, it was determined that this was a malfunction of the display. The customer was advised to replace the display to return the device to working condition. The device remains at the customer site. There is no indication of a systemic problem. No further investigation or action is warranted.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the customer wanted to repair and replace the display. There was no patient involvement.